Event description:
It was reported that st segment elevation occurred. During an atrial fibrillation/atrial flutter procedure, a farawave 2.0 cath was selected for use. The physician performed transseptal puncture, faradrive sheath exchange to advance over left atrium was difficult because the versacross wire insulation from proximal end was frayed. Farapulse pulse field ablation was applied using farawave nav to complete pulmonary vein isolation and posterior wall isolation. An atrial tachycardia was ablated with the farawave anterior and inferior to the left inferior pulmonary vein (lipv), near the mitral valve isthmus and likely adjacent to the circumflex coronary artery. Patient's ECG did not have noticeable st segment changes after ablation delivery. Patient was atrial-paced to induce atrial tachycardia. Isoprel was infused and patient was continually paced. Isoprel infusion was increased, patient was paced, and physician noticed st segment elevation. Isuprel and pacing were terminated and a 100mcg nitroglycerine was administered through the faradrive sheath and a subsequent 100mcg were administered via IV. St segment elevation resolved after the second dose of nitroglycerine. The patient fully recovered. In the physician opinion, the contribution may have been when the pulsed field ablation was delivered near circumflex coronary artery along mitral valve isthmus. No issues or contribution from transseptal. Faradrive sheath exchange was difficult because the versacross wire insulation from proximal end was frayed. The patient was not hospitalized beyond standard of care. The complication resolved before the end of the procedure. The patient has been discharged. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that st segment elevation occurred. During an atrial fibrillation/atrial flutter procedure, a farawave 2.0 cath was selected for use. The physician performed transseptal puncture, faradrive sheath exchange to advance over left atrium was difficult because the versacross wire insulation from proximal end was frayed. Farapulse pulse field ablation was applied using farawave nav to complete pulmonary vein isolation and posterior wall isolation. An atrial tachycardia was ablated with the farawave anterior and inferior to the left inferior pulmonary vein (lipv), near the mitral valve isthmus and likely adjacent to the circumflex coronary artery. Patient's ECG did not have noticeable st segment changes after ablation delivery. Patient was atrial-paced to induce atrial tachycardia. Isoprel was infused and patient was continually paced. Isoprel infusion was increased, patient was paced, and physician noticed st segment elevation. Isuprel and pacing were terminated and a 100mcg nitroglycerine was administered through the faradrive sheath and a subsequent 100mcg were administered via IV. St segment elevation resolved after the second dose of nitroglycerine. The patient fully recovered. In the physician opinion, the contribution may have been when the pulsed field ablation was delivered near circumflex coronary artery along mitral valve isthmus. No issues or contribution from transseptal. Faradrive sheath exchange was difficult because the versacross wire insulation from proximal end was frayed. The patient was not hospitalized beyond standard of care. The complication resolved before the end of the procedure. The patient has been discharged. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Correction to the initial MDR in block(s) common device name. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Additionally, based on the analysis, the event description indicates that the device was used to treat a posterior wall isolation, which is considered an off-label use. The device did not return; therefore, product analysis could not be performed. Based on the investigation the ar code st segment elevation was unable to be confirmed, however, the off-label use of the catheter was confirmed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.